Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 61 mg/dl and 164 mg/dl within 10 minutes on the aviva system. Customer ate half a bowl of cereal after receiving the result of 61 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.